Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. Signs of use were observed inside the dilator extrusion, which confirms that it was used. Visual analysis revealed that the dilator tip was widened. Microscopic examination confirmed the damage and revealed white stress marks around the damage. A bend was also noted around the middle of the extrusion. The bend on the dilator measured 45mm from the hub. The dilator body length measured 3", which is within the specification limits of 2 3/4"-3 1/4" per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.022", which is within the specification limits of 0.022"-0.024" per dilator product drawing. The dilator inner diameter at the proximal end measured 0.040", which is within the specification limits of 0.040"-0.043" per dilator extrusion product drawing. A lab inventory guide wire was threaded through the dilator tip. Despite the damage to the tip, the guide wire passed with no resistance. Biological material was observed exiting the dilator along with the guide wire. Performed per IFU statement instructs the user , "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was widened. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage to the tip, the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "there have been difficulties with the insertion of the dilator for the central venous pressure (cvp) catheter due to bifurcation at the distal end". A new set was used to complete the procedure. The condition of the patient is reported to be 'fine'.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there have been difficulties with the insertion of the dilator for the central venous pressure (cvp) catheter due to bifurcation at the distal end". A new set was used to complete the procedure. The condition of the patient is reported to be 'fine'.